Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# n208569014, implanted: (B)(6) 2009, explanted: (B)(6)2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 0 .480mg/day via an implantable pump. The indications for use were non-malignant pain and pancreatitis. It was reported that the patient had a catheter replacement due to lack of csf (cerebral spinal fluid) flow with a cap (catheter access port) test. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and the patient status was noted as alive, no injury. No further complications were reported.